Event description:
In 2006, pt had one -1- kugel composix hernia patch [medium oval] implanted to remedy a ventral incisional hernia. At some point between implantation and excision in 2007, pt began to experience severe abdominal pain; pt also claims to have experienced abdominal fistulas. At time of excision, attending physician deemed the patch defective based upon a visual examination of both the patch as well as the area surrounding the point at which the patch had been implanted - the patch had caused extensive small bowel adhesions. Dates of use: 2006 - 2007. Diagnosis or reason for use: ventral hernia repair. Event abated after use stopped: yes.